Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient did not experience any symptoms, but when a fingerstick was taken, the cgm reading was 40 mg/dl, and the blood glucose reading was 384 mg/dl. The patient went to the hospital. No fingerstick reading was reported from the hospital, but the patient was treated with intravenous insulin and fluids. An ECG was also made. The patient was discharged after spending less than 5 hours at the hospital. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.